Manufacturer narrative:
Health effect impact code: f2203- imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The devices have been explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on the patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed. Wear abrasion is observed.